Event description:
A customer reported via phone call indicating that their insulin pump is returning for analysis for unknown reasons. The patient's blood glucose level was unknown at the time of the call.

Manufacturer narrative:
Findings: unit alarmed a33 during basic occlusion test due to loose/protruded drive support disk. Unit received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, and cracked end cap sticker.